Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned a no delivery alarm during priming. Caller reported that the customer experienced a high blood glucose level due to the insulin pumps' reservoir running out of insulin. Blood glucose level was 450 mg/dl at the time of the call. Caller was unable to get insulin to exit the tubing without alarm during troubleshooting. No further information was provided.